Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was evaluated after that patient received a shock when walking fast in the rain. The sensing vector was primary. Upon review of the information it was questioned if the shock was appropriate. It was noted there was an untreated episode two months prior to the shock, another the day before the shock, and an additional one shortly after the shock was delivered. Data review was completed by boston scientific technical services (ts) and it was discussed that the episodes do not seem cardiac in nature and have a significant change in morphology and smaller amplitude; ts commented it looks as if the electrode may be moving/shifting. Evaluation considerations were reviewed. The patient was sent for a hallwalk and the morphology change was able to be reproduced in the primary vector when the patient's heart rate increased. In the alternate sensing vector, appeared to have good sensing, and the vector was reprogrammed. The information was going to be discussed with the physician. No adverse patient effects were reported. Additional information was provided that the patient would have new software uploaded into device at an upcoming appointment. Further information was received that this patient was again evaluated after receiving two more shocks while walking around her home. Evaluation showed a very small amplitude morphology. New software was uploaded into the device, and further evaluation options were reviewed. X-rays show the device and electrode to be in optimal locations. Sensing changes were unable to be reproduced with breathing, postural changes, or isometrics. However, when the patient's heart rate increased with slow walking, the sensing and morphology changes were noted in all sensing vectors. Therapy was turned off, the patient declined a life-vest, and a second opinion was being considered. No additional information was available.

Manufacturer narrative:
UDI = (B)(4). Upon return, visual inspection noted no irregularities with the device, casing, header or lead barrel. The setscrews moved freely in both directions. A test electrode was fully inserted into the lead barrel. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information was received that this system was explanted due to the previous observations. There were no additional adverse patient effects reported. It was noted the products would not be returned.